Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Difficulty walking [gait disturbance]. Swelling/fullness in the right knee [joint swelling]. Right knee effusion [joint effusion]. Case description: spontaneous report received on 02/19/2008 from a nurse regarding a (B) (6) female patient, (B) (6). The pt's relevant medical history included degenerative joint disease of the right knee and previous treatment with synvisc. The pt received an injection of synvisc in her right knee on (B) (6) 2008. Beginning on (B) (6) 2008, the pt experienced swelling and fullness of her right knee and difficulty walking. The physician aspirated 35cc of dark yellow fluid that was not cultured and injected 40mg of depo-medrol into the pt's right knee. The pt's difficulty walking and right knee swelling and fullness had resolved. The relationship of the events to synvisc was assessed as probably related by the reporter. As of the date of receipt of this report the pt had recovered. (B) (4).